Manufacturer narrative:
As no model/serial information was provided in the literature review and therefore no UDI information is provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a literature article that there was a retrospective, multicenter observational study involving subcutaneous implantable cardioverter defibrillator (s-ICD) patients in greece. The study took place across five hospitals throughout greece from october 2015 to july 2024, and involved 114 patients. Throughout the time period of the study, there were multiple instances of s-ICD system infection requiring intervention to replace the respective implanted products. A few instances of s-ICD system repositioning due to discomfort was also noted. One patient was reported to have failed defibrillation threshold (dft) testing, which ended with the patient having spontaneously reverted back to sinus rhythm. Multiple cases on inappropriate shocks being delivered due to myopotential oversensing, oversensing of atrial arrythmias, and p-wave oversensing were also noted. During the period of the study, five patients were noted to have passed, but no allegations were made against the s-ICD system in relation to these passing. Due to the longe duration of the study, as well as the high number of patient's involved, the status of all s-ICD products involved in this event is unknown. No additional adverse patient effects were reported.

Event description:
It was reported via a literature article that there was a retrospective, multicenter observational study involving subcutaneous implantable cardioverter defibrillator (s-ICD) patients in greece. The study took place across five hospitals throughout greece from (B)(6) 2015 to (B)(6) 2024 and involved 114 patients. Throughout the time period of the study, there were multiple instances of s-ICD system infection requiring intervention to replace the respective implanted products. A few instances of s-ICD system repositioning due to discomfort was also noted. One patient was reported to have failed defibrillation threshold (dft) testing, which ended with the patient having spontaneously reverted back to sinus rhythm. Multiple cases on inappropriate shocks being delivered due to myopotential oversensing, oversensing of atrial arrythmias, and p-wave oversensing were also noted. During the period of the study, five patients were noted to have passed, but no allegations were made against the s-ICD system in relation to these passing. Due to the longe duration of the study, as well as the high number of patient's involved, the status of all s-ICD products involved in this event is unknown. No additional adverse patient effects were reported. See literature article "real-world efficacy and safety of the subcutaneous implantable cardioverter defibrillator" for full study details.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint devices will not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shocks are a known inherent risk of the use of this product. Device technical analysis: these products will not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: inappropriate shocks are a known inherent risk of the use of this product, and this is documented in the labeling.